Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer cleared the alarm, and insulin delivery was resumed. Customer¿s blood glucose level was 114 mg/dl.